Event description:
It was reported that the patient got urinary tract infection and went to the hospital. The nurse advised the patient not to use the purewick female external catheter. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick disposable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the purewick disposable product ifus were found to be adequate based on past reviews. Correction: b. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got urinary tract infection and went to the hospital. The nurse advised the patient not to use the purewick female external catheter. Per customer via phone on (B)(6) 2021, stated that the purewick was working properly. Customer stated that they did not use it all the time because the patient is prone to urinary tract infection because of patient's condition. Patient did not know the name of the antibiotic used on to clear up urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got a urinary tract infection and went to the hospital. The nurse advised the patient not to use the purewick female external catheter. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.